Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection procedure. For the first firing, used the powered handle. Set the battery, powered handle, adapter, and reload with no problem. Checked the opening and closing of the jaws with no problem and the three indicators of the handle, adapter, and cartridge were illuminated green. The surgeon inserted the device into the cavity through the trocar, closed the jaws to clamp the tissue of the rectum, and then opened the jaws and tried to close the jaws again. However, the device did not react. The status indicators were illuminated green with the jaws opened. The surgeon held down the silver button, then the status indicators went black out. Then the nurse re-connected the cartridge and checked the opening and closing of the jaws with no problem. The surgeon inserted the device into the cavity through the trocar and closed the jaws. The status indicators were illuminated green. Pushed the green firing mode button and the status indicators were flashed green. The surgeon pushed the blue button, however, the firing was not performed at all. The status indicators were black out. The surgeon held down the silver button, opened the jaws, and handed the device to the nurse. The nurse removed the cartridge, however, the cartridge indicator was still illuminated. Removed the adapter, only the handle indicator was illuminated. Removed the battery from the powered handle. Re-inserted the battery into the powered handle and the handle indicator was normally illuminated green. Re-connected the adapter, however, the status indicators were illuminated blue. Replaced by another battery, powered handle, and adapter. Connected the original reload and the firing was completed with no problem. The surgical time was extended by less than thirty minutes. There was no patient harm. The status of the patient is no problem.